Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that she was having difficulty recharging the implant battery. The patient stated that she repeatedly loses connection when trying to connect to the battery with the recharger. There were no falls or accidents, but the patient did report having gained a significant amount of weight in the last several years. When the rep attempted to connect with the clinician tablet an error message was seen that indicated the implant was too depleted to initiate a programming session. The rep was able to make a connection with eight coupling bars, but after a few minutes the device lost connection and had zero coupling. An antenna locate was done and was able to switch over to a recharge session after a few minutes, but then the same issue with the coupling repeated. The patient was going to be seen by the doctor to discuss battery replacement and surgery was planned. The issue was not resolved at the time of the report.